Event description:
It was reported that an over infusion of an unspecified medication occurred during use on a patient. There were no adverse effects caused to the patient from the event. Facility biomed tested the device and found error code 240.4150.

Manufacturer narrative:
Inspection: it was reported that an over infusion of an unspecified medication occurred during use on a patient. There were no adverse effects caused to the patient from the event. Facility biomed tested the device and found error code 240.4150. Pump module s/n (B)(6) was received with instrument seal intact. The right (male) iui was observed with corrosion. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. There were no other obvious issues or anomalies observed during the inspection of the source device. An external and internal inspection of the customer¿s pump module exhibited the following: pump module s/n (B)(6) was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. The bezel assembly date code was noted as april 2019. No contamination was observed on the mechanism assembly. Overall, the internal components and cable connections were observed in good condition. The fsa bottle side pressure sensor date code was noted as dec 2016. No other obvious issues or anomalies were identified with the source device during the internal inspection. Log summary: the event log showed the system was powered on at 10:08:52pm on 05dec2020. The profile in use was identified as ¿aidhc¿. Based on the logs, a guardrails drugs infusion of drugid=562 (naloxone inf) was programmed at 10:20:32 pm on 05dec2020, at a rate of 1.6ml/h and a vtbi of 100ml/h. The user also programed the infusion with a delay of 120 minutes. The pump module alarmed with safety clamp open at 10:24pm for 3 seconds. The pump module alarmed with safety clamp open at 9:18:02 pm for 2 seconds; user restarted infusion at 9:19:22 pm. Pump module alarmed with fatal error 240.4150.0 (sensor broken high), the user channeled off the pump module at 9:39:55pm on 06dec2020. The user programmed several infusion delays and the volume infused was cleared several times during this timeframe. The user restored the infusion at 9:40:19pm on 06dec2020 with a rate of 1.6ml/h and a vtbi of 99.46ml/h. The pump module alarmed occluded patient side at 9:57:24pm. The pump module is paused at 10:00:36 pm; the user also programed 3 different delays within 4 minutes. The pump module alarmed door open at 10:19:09 pm and user channeled off the pump module at 10:22:38 pm. The total volume infused for the two instances was determined to be 48.954ml. Test results: initial results from a timed rate accuracy test using the timed rate accuracy test method (dir 10000360036) demonstrated the source device failed the initial rate accuracy test. Test results measured the actual rate at 1.6ml/h (-5.39% error). The specification for this test is +/- 5% error, per the system requirements document (dir 10000041442) v19 srd 334; indicating the device is out of specification. Test rate accuracy was performed a second time after asm calibration, and the results measured the actual rate at 1.60ml/h (-0.07% error). The specification for this test is +/- 5% error, per the system requirements document (dir 10000041442) v19 srd 334; indicating the device is within specification after calibration. Pressure sensor malfunction test method results showed the pump module exhibiting a fatal error 240.4150.0 because of a faulty bottle side pressure sensor. The pressure sensor showed railing at 4.9902v during an asm analog sensor test. Test methods: testing was performed per the over infusion test method 1503-001-029, dir# 10000360063, timed rate accuracy test method 1503-001-006, dir# 10000360036 and pressure sensor malfunction test method 1503-001-012-r (01). See the attached test results file in trackwise. (1503-001-029-r (01) alaris system over infusion test method.pdf, 1503-001-006-r (01) timed rate accuracy test method.pdf & (1503-001-012-r (01) pressure sensor malfunction test method.pdf. Device history review: a review of the device history record showed the device had a manufacture date of 10sep2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer report of the pump module over infused was not determined. The proximate cause of the fatal error 240.4150.0 is likely related to faulty internal sensor circuits. A contributing factor has shown the issue related to excessive force applied to the sensor during clinical operation or during handling. The customer¿s reported complaint of the pump module over infused was not reproduced. The fatal error code 240.4150.0 was confirmed in review of the logs and by functional testing. The event log showed the system was powered on at 10:08:52pm on 05dec2020. The profile in use was identified as ¿aidhc¿. Based on the logs, a guardrails drugs infusion of drugid=562 (naloxone inf) was programmed at 10:20:32 pm on 05dec2020, at a rate of 1.6ml/h and a vtbi of 100ml/h. The pump module alarmed with safety clamp open at 10:24pm on 05dec2020 for 3 seconds and at 9:18:02 pm on 06dec2020 for 2 seconds, user restarted infusion after each instance. Pump module alarmed with fatal error 240.4150.0 (sensor broken high) at 9:39:32pm, the user channeled off the pump module at 9:39:55pm on 06dec2020. The user restored the infusion at 9:40:19pm on 06dec2020 with a rate of 1.6ml/h and a vtbi of 99.46ml/h. The pump module alarmed occluded patient side at 9:57:24pm. The pump module alarmed door open at 10:19:09 pm and user channeled off the pump module at 10:22:38 pm. The user programmed several infusion delays and the volume infused was cleared several times during this event. The total volume infused for the two instances was determined to be 48.954ml. Test results from the over infusion test method performed on the source device confirmed the pump module was out of specification. It was found to be on the low side (-5.39%). This is an incidental find confirming the pump module was under infusing, instead of over infusing as stated by the reported complaint. A review of the system error logs showed fatal error 240.4150.0 (sensor broken high) was associated to a bottle side pressure sensor failure on the source device. Test results from asm analog test demonstrated the pump bottle side pressure sensor output voltage at a rail voltage, indicative of a faulty pressure sensor. The pump module was being used for treatment.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that an over infusion of an unspecified medication occurred during use on a patient. There were no adverse effects caused to the patient from the event. Facility biomed tested the device and found error code 240.4150.